Event description:
It was reported that the patient had experienced a loss of stimulation and that the implantable neurostimulator was depleted. The patient had experienced a shocking or jolting sensation that began approximately two years ago. No reports of falls/trauma associated with the shocking/jolting sensation that began approximately two years ago. Patient outcome was not provided. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 7495-25, serial# (B)(4), implanted: 2001-(B)(6), product typ extension, product ID 7495-25, serial# (B)(4), implanted: 2001-(B)(6), product typ extension product ID 7435, serial# (B)(4), product typ programmer, patient product ID 3487a-33, lot# j0120565v, implanted: 2001-(B)(6), product typ lead product ID 3487a, lot# j0120565v, implanted: 2001-(B)(6), product typ lead. (B)(4).